Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced infection, and dyspareunia. It was reported the patient had cystoscopy on (B)(6) 2011 due to recurrent urinary tract infections. It was also reported that since (B)(6) 2011, there was no exposed mesh or evidence of foreign body. No additional information was provided. (B)(4).